Manufacturer narrative:
(B)(4). Customer reported two j201 cuvette lot numbers: k3jpt104, l3jpt110. However, the specific lot number used during pt testing was unable to be verified. Method: actual device was not evaluated. Process evaluation performed. No ncmr's identified for this instrument. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint.

Event description:
Healthcare professional reports inr result lower than reference with the hemochron signature elite microcoagulation system. Elite generated result of 1.3 inr and the reference laboratory result was 2.5 inr. Patient's therapeutic range was not provided. No adverse events were reported.